Manufacturer narrative:
The pod arrived not deployed. Battery voltages were observed to be low. An external power supply was attached to the pcb in an attempt to retrieve data, but data was ultimately unavailable. No problems were found that would result in data loss or low batteries. Because data was unavailable, a root cause for the reported needle mechanism failure could not be identified. The cause of the observed low batteries could not be determined. It could not be determined if the observed low batteries are in any way linked to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.